Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance and the lot meets release specification. Improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 4.4; laboratory inr: 1.7. Therapeutic range: 2.0 - 3.0. The time between testing was between three (3) and four (4) hours. The patient reported improper techniques when obtaining the blood sample. These techniques were identified as being unable to obtain a sufficient blood sample and the finger was "milked" after the finger stick. There was no reported adverse patient sequela. There was no additional information provided.